Event description:
A journal article was submitted detailing a study comparing drug-coated balloon (dcb) and bare metal stent (bms) for primary lesions in femoropopliteal artery disease in chinese population and to make subgroup analysis between the groups. 284 patients (324 limbs) were included in the study. Medtronic¿s pacific xtreme pta balloon was used for pre-treatment for target lesions. Dcb or bms was then used after pre-dilation. Primary patency for the groups were 75.3% and 90.9% in the bms group and dcb groups respectively. Target limb major amputation and cd-tlr during the follow-up was 79.3% in bms group and 79.2% in dcb group at 24 months follow-up. During the follow-up, death causes were heart failure (6 patients), myocardial infarction (3 patients), stroke (3 patients), cancer (2 patient), malignant arrhythmia (1 patient) and sepsis (1 patient) in bms group, and myocardial infarction (5 patients), heart failure (4 patients), cancer (2 patient), diabetic ketoacidosis (1 patient), pneumonia (1 patient) and sepsis (1 patient) in dcb group. The re is no established or suspected causal relationship between the device(s) and the death events.

Manufacturer narrative:
Title: mid-term efficacy and safety of drug-coated balloon versus nitinol bare metal stent for primary lesions in femoropopliteal artery disease author: ma h., zhang x., li j. Journal: annals of vascular surgery year: 2022 vol/issue: 81 ref: 10.1016/j.avsg.2021.09.022. Date of publication journal reported death but there is no information to suggest the device caused or contributed to the death events. Deaths are common occurrences in clinical studies, however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable unless clearly stated as being associated with a medtronic device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.